Event description:
Literature was reviewed regarding the use of self-expandable transcatheter valve for decompensated small surgical aortic bioprosthet ic valves. He study population included 30 patients from one medical center between (B)(6) 2018 and (B)(6) 2021.  One surgical valve patient was implanted with a medtronic mosaic bioprosthetic valve.  All patients receiving a transcatheter valve were implanted with a medtronic evolut r or evolut pro+ bioprosthetic valve.  One patient experienced a hemorrhagic stroke and died of cerebral hemorrhage three days after discharge.  The authors stated it was unclear whether the hemorrhage was related to the surgery.  Two other deaths occurred during the one-year study follow-up period.  There was no statement establishing a causal or contributory relationship between medtronic product and the deaths.   Among all surgical valve patients, clinical observations included: unspecified decompensated surgical aortic bioprosthetic valve.  Among all transcatheter valve patients, clinical observations included: hemorrhagic and ischemic stroke, aortic dissection, patient-prosthesis mismatch, mild to moderate paravalvular leak, mild to moderate residual aortic regurgitation, and rehospitalization within one year for infective endocarditis, gastrointestinal bleeding, and other unrelated issues.  Clinical observations that may have occurred during use of the delivery catheter system included: subclavian artery dissection which required placement of a stent.   No further information was provided pertaining to medtronic products.kl 5/7/2025

Manufacturer narrative:
Citation: shohei morita, et al. Self-expandable transcatheter valve is a potentially useful option for a failing small surgical aortic bioprosthetic valve. General thoracic and cardiovascular surgery. Jan;73(1):31-38 2025. 10.1007/s11748-024-02048-4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. Kl 5/7/2025